Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database could not be performed because the lot number was not reported and the product was not returned for analysis.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic coronary angiographic procedure. Reportedly, after advancing the knot to the arteriotomy, when the suture was trimmed, the entire suture pulled out of the vessel. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.